Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. The device had minor scratched display window, cracked case at display window corners, broken on reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube, and missing end cap sticker.

Event description:
It was reported the customer's up arrow was not working. The customer also reported there was a chip at their reservoir compartment. The customer stated their insulin pump may have been dropped. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.